Manufacturer narrative:
No evaluation possible at this time. The instrument has not been returned for evaluation. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
During use, the arsenal probe broke/snapped at the top of the gold etched line.